Manufacturer narrative:
The events of seroma-late and capsular contracture baker grade iii were reported on 28/july/2023. Device evaluation based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the manufacturing process. Seroma-late: unable to observe as it is not related to the manufacturing process. Anxiety-product/ procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma late, capsular contracture baker grade iii the reported events capsular contracture and seroma late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient's representative reported that patient started to experience pain in the right breast, fear of alcl, an seroma late capsular contracture baker grade iii diagnosed by ultrasound. Device has been explanted and replaced with non-abbvie device.